Event description:
Mea procedure performed in 2006. Uterine depth sounded ot 8cm; during mea treatment, applicator advancement to approximately 10cm was recongnized by physician and the mea treatment was aborted immediately. Hysteroscopy confirmed uterine perforation. Laparoscopy confirmed uterine perforation and no damage to adjacent organs. Cautery of uterine serosa at perforation site was performed. Patient admitted for observation only. Patient discharged on the 2nd day without further complications.